Manufacturer narrative:
As reported, three 5f mynxgrip vascular closure devices failed to deployed. There was no reported patient injury. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Multiple attempts to obtain additional information were made without success. The devices were not returned for analysis. The product history record (phr) reviews of lot f1907401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record reviews and the information available, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure devices failed to deployed. There was no reported patient injury. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will not be returned for analysis.